Event description:
The physician placed a percutaneous endoscopic gastrostomy feeding tube successfully on 2/19/97. Two days later it was noted the pt developed pneumoperitoneum and was readmitted into a hosp. No further info is available.